Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts off periodically before and after a battery change. Customer's blood glucose was 150mg/dl at the time of incident. Troubleshooting found that the customer has tried multiple batteries but the screen does not turn on. Customer indicated that there is no damage to the pump or the battery contacts. Customer declined to have a new battery cap shipped to them and indicated that they will call back later to troubleshoot.